Event description:
--

Manufacturer narrative:
It was later reported that rv pace impedance was again greater than 2000 ohms. The lead would not capture but it was still sensing. Further evaluation was performed and it was confirmed that the competitor rv lead was fractured. The device was reprogrammed. The representative demonstrated to the patient which actions provoke noise and instructed him to avoid these. The patient does not want another surgery. The representative wondered if they will continue to receive red alerts via latitude. Technical services discussed that checking the device with the programmer retriggered the ability to generate alerts. They should expect one more alert next time the communicator checks the device. After that, it will not re-alert until the programmer talks to the device again. All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the event will be updated.

Manufacturer narrative:
It was later reported that a red alert was issued indicating tachy therapy was programmed off. The physician elected to turn the device off due to the identified lead issue. They are still discussing the future plan for the lead and device. There is no additional information available. If additional information becomes available the event will be updated.